Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. Blood was present in/on the helix mechanism.

Event description:
It was reported that there was positioning difficulty, sensing difficulty, no capture and unacceptable thresholds, and the atrium was electrically silent. The lead was removed. No patient complications have been reported as a result of this event.